Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient's driveline can be confirmed based on the evaluation of the submitted photos. The account submitted log files for review. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 23jun2016. Heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Additionally, the heartmate ii lvas IFU, is also available. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power cable disconnect alarms resolved after controller exchange. The patient was stable during the event with no symptoms. The patient was re-educated and the driveline was reinforced with rescue tape.

Event description:
Related manufacturer report number: 2916596-2021-02112. It was reported that the patient found green goo inside the backup battery compartment of the controller. The controller was exchanged due to this issue. Extensive driveline wear was noted upon admission but the patient did not show any signs of short to shield upon interrogation. Driveline x-rays were taken and they were found to be unremarkable. Log file analysis captured an odd string of power cable disconnects on (B)(6) 2021 while connected to battery power.

Event description:
It was reported that the patient's silastic coating of the driveline was falling off with the under coating exposed. The patient had no alarms. The old rescue tape and silastic coating were removed and new rescue tape was placed.